Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, during reprocessing, the colonovideoscope tested positive on (B)(6) 2023, for neisseria and corynebacterium. The device retested positive on (B)(6) 2023, for <10 cfu of pseudomonas. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Event description:
The results from the october 19, 2023 sample were provided. The following channels were sampled; suction, air/water, and auxiliary. The channels tested positive for 3 colony forming units (cfu) of neisseria, 23 cfu of corynebacterium, and 3 cfu of micrococcus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the customer's third-party testing, the customer provided cleaning disinfection and sanitization (cds) practices, the device evaluation, and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer confirmed that there were no deviations or deficiencies concerning reprocessing of the scope. Additionally, the customer confirmed that there were no suspected patient infections due to the facility findings. The customer did not provide the specific steps taken during the cleaning sterilization and disinfection (cds) process. It was also noted that the device was quarantined (not used) after confirming the positive test result. The scope is stored in an "ecolab cesc". Routine micro tests were performed for all automatic endoscope reprocessor's for october and november and the results were negative. Additional reprocessing was performed before the device underwent microbiological testing on 25oct2023 and prior to being returned to olympus for evaluation on 27oct2023. The returned device was evaluated and no malfunctions were found. The device met specifications. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, the reported event could not be confirmed as the scope was not microbiologically tested by olympus. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." . Olympus will continue to monitor field performance for this device.